Event description:
Device 1 of 3. Reference MFR. Report #: 1627487-2013-05319, 1627487-20163-05320. It was reported the patient has been experiencing pain, soreness, a burning sensation, and overstimulation while recharging the ipg. It was also reported the patient has been experiencing overstimulation when changing programs. The patient underwent x-rays, but the results are unknown at this time. The patient will meet with her doctor on a later date. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.